Manufacturer narrative:
Service was not dispatched for this event. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-02654, 2122870-2011-02655.

Event description:
The customer reported that erroneously high, imprecise vitamin b12 results were generated from an access 2 immunoassay system for two patients. This is report two of two and represents the erroneously elevated, imprecise initial vitamin b12 result generated on the access 2 immunoassay system for one patient on (B)(6) 2011. A subsequent repeat vitamin b12 result generated on the same instrument, recovered above the normal reference range and were significantly different from the initial result. A subsequent repeat vitamin b12 result generated from another instrument, was lower but still above the normal reference range. This result was regarded as valid and reported out of the laboratory. No erroneous vitamin b12 results were reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument vitamin b12 quality control results were performing within customer established ranges during the timeframe of the event. An instrument system check and calibration assessment performed prior to the event passed instrument established specifications. The sample was centrifuged prior to testing. There were not visual irregularities noted with the sample. The sample was poured off into an insert cup prior to testing. No patient specific information was provided by the customer.